Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). Additional emdrs were submitted to represent the two bard/davol ventralex st (device #1 & device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex st and ventrio st on (B)(6) 2012 and/or (B)(6) 2013 and/or (B)(6) 2015. As reported, the plaintiff is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device and wrongful death of the patient. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.